Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. As received, the trunk cable was pulled from the distribution node (dn) and was missing, which damaged the j702 connector on the dn pca. The root cause of the damaged cable is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor contacted zoll to report that a cable on a patient's electrode belt was damaged.